Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an unknown date. Subsequently, an upcoming revision has been indicated due to the patient having severe bone loss of her glenoid vault which would not allow for adequate fixation/bone purchase; therefore, a custom left shoulder glenoid mini baseplate has been requested for this patient.

Event description:
It was reported that patient underwent a shoulder arthroplasty procedure on an unknown date. A custom left shoulder glenoid mini baseplate has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.